Event description:
It was reported that the insulin pump alarmed during the manual prime. Drive support cap was noted to be sticking out. Customer's blood glucose reading at the time of the call was 220 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded drive support disk. No alarm for the protruded drive support disk was noted. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a cracked reservoir tube.